Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the customer had an issue with the meter blood glucose not transmitting from the meter to the insulin pump. Customer also had unexplained high blood glucose from time to time. Caller stated that the customer's blood glucose was 327 mg/dl at the time of the incident. Customer's current blood glucose is 107 mg/dl. Caller stated that the customer had a back-up plan of correction bolus. Troubleshooting was performed but the pump did not alarm after performing the high pressure test twice. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.